Event description:
Series 1.65 of this infusion device gave "malfunction code 63" message. Infusion device would not function at that point. MFR states "malfunction 63" to be a motor part problem. MFR is replacing all rptr's devices with the 1.67 series infusion device.